Event description:
The customer reported that there was no power to the monitors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a faulty power supply. The ge service rep replaced the power supply. The system operates as intended.